Manufacturer narrative:
D4: catalogue# unknown spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused the zoledronic acid at a lower rate than programmed. The programmed duration for infusion was 20 minutes but the zoledronic acid was infused for 27 minutes. This occurred during infusion in the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.